Event description:
It was reported a balloon developed a leak on the first inflation at approx eight atmospheres during a superficial femoral angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. A leak was noted in the distal transition zone 3 mm distal to the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. Co's follow up also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."